Event description:
The device was placed for a breast localization procedure. It was indicated by the physicians the pt had a dense and fibrotic breast. The hookwire had been placed next to calcifications. The pt was taken to surgery for biopsy. Upon removal of the specimen, it was noted the tip of the hookwire was missing. A subsequent x-ray revealed the tip of the hookwire still within the pt's breast. The pt has no pain or problems at this time. Follow-up mammograms will be done.